Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
While setting the occlusion for the roller pump, prior to use for a cardiopulmonary bypass procedure, an unusual sound was heard. There was no adverse consequence to the pt as a result of this event.